Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that they obtained a discordant cardiac troponin I, tni-ultra, (ctni) result on a patient sample during a quality control precision run on the advia centaur cp instrument. A siemens customer service engineer (cse) was dispatched to the customer's site and performed a total service visit. The cse reviewed the event logs and checked the luminometer dark counts, which were acceptable. The cse identified a leaking rear rinse block and replaced the rinse block. Then, the cse ran an empty/fill of the ring and determined that the instrument was operational. The cse returned to the customer's site after discussing the instrument performance with the customer, reviewed the event logs, and replaced the malfunctioned reagent probe fluid sensor. Then, the customer ran quality controls, which recovered acceptably. Siemens further investigated the issue and determined that the failed reagent probe fluid sensor would have initiated an error that would not allow a result to be reported for the tni-ultra assay. The leaking rear rinse block may have caused poor aspiration of unbound analytes which potentially contributed to the discordant tni-ultra result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant cardiac troponin I, tni-ultra, (ctni) result was obtained for a patient sample on an advia centaur cp analyzer. It is unknown whether this discordant result was reported to the physician(s). The sample was repeated on an advia centaur xp instrument and the customer stated that the initial result did not match the result obtained on the advia centaur xp instrument. This MDR is being filed in an abundance of caution as the customer did not provide the results obtained on this patient sample. There are no known reports of patient intervention or adverse health consequences due to the discordant tni-ultra result.